Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. On the same day the sensor was inserted, the patient had a rash of small, goosebump-like bumps all up his arms, torso, and legs, which became mildly itchy. The rash later became dry, with flaky, ashy skin. It began to burn where it was chaffed, in the armpits, groin, waistband, and behind the knee. His doctor prescribed prednisone oral tablets which he used for three days without improvement. He also tried an anti-fungal prescription cream (patient did not know the name) that did not have any effect. He used over the counter hydrocortisone for itch relief and took hydroxyzine (prescription oral antihistamine) at night for the itching. He used flonase spray prior to inserting the sensor and has tried allkare protective wipes and hydroseal barriers, but had to stop applying the patches. Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.